Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio2: 4.6; lab: 1.6. Pt self tester feels he has received inaccurate results since (B)(6) 2012.

Manufacturer narrative:
Investigation pending.